Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not turn on. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 229047 software analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer would not turn on and therefore the power supply was replaced. Analysis also found that the handle was broken, it had missing hinge plate screws, that the left keyboard hinge was broken and the rubber pad on the lower case was damaged. All found defective or missing parts were replaced.